Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed partial delamination on the valve assessed as adhesive failure. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side "deflation". This record is for the right side. Healthcare professional later reported "hole in valve." Device has been explanted and replaced.

Event description:
Healthcare professional reported, " right side deflation". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and not replaced.

Event description:
Healthcare professional reported, right side "deflation". This record is for the right side. Healthcare professional, later reported, "hole in valve". Device has been explanted and replaced.

Event description:
Healthcare professional reported " right side deflation". This record is for the right side. The device remains implanted, and explant surgery has yet to be rescheduled.